Event description:
A coronary guide wire was positioned in a distal right coronary artery. An ultrasound catheter was then used over the wire. The catheter was removed, and it was then noted that the guide wire tip appeared damaged. The guide wire was removed and immediately it was noted that approx 1 3/4 inches of the distal tip of the wire remained in the pt. The tip was successfully removed from the pt. The pt experienced no clinical sequelae.